Event description:
The patient reported via the manufacturer representative that the battery was not holding a charge. The patient wanted a pocket revision and didn't believe that the recharge intervals were correct. The patient had been changed to low dose settings to expand the recharger interval. The calculation showed the recharge interval as approximately 4.4 days and the patient stated it lasted 3. It was explained to the patient that the battery needed to be recharged more with high dose programming and per the calculations the recharge intervals were as expected. A replacement was planned but not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.